Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a possible fracture as high shock impedances were noted and only 15 joules were delivered when 50 joules were programmed. During the revision procedure, there was not sufficient room to place a new lead due to obstruction. The lead was capped and replaced with a new lead on the opposite side. No patient complications have been reported as a result of this event.